Event description:
It was reported via repair work order that the footend lift was drifting due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description- conclusion code 17- repair kit on order to be sent to maintenance tech to repair.